Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported "device gives error 345 - thermistor disparity" was not reproduced. A review of the event history log revealed multiple occurrences of system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no component issues was identified. The ultrasonic sensor will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, device gives error 345 "thermistor disparity" was not reproduced. A review of the event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be force sensor and ultrasonic sensor. Force sensor and ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.